Event description:
It was reported that the ilet user's caregiver was unable to locate the meal announcement function for breakfast and lunch until guided to access it via the fork-and-knife icon on the home screen, after which education on proper navigation and use was provided. No symptoms or affect to blood glucose were reported. Outcomes included no injury, no hospitalization, and no alarms. Investigation included user education, troubleshooting the user interface navigation, and assessment of meal announcement workflow. Investigation of this case revealed user interface use error related to locating the meal announcement feature and missef meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to insufficient familiarity with device navigation.